Event description:
It was reported that patient underwent signature total knee arthroplasty on unknown date. During the procedure, the femoral guide did not fit.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of receiving certificate of conformance show that lot released with no recorded anomaly or deviation. Supplier is reviewing surgical plan for the procedure. Upon completion of that evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
No product was returned. The supplier has completed a review of the image quality, segmentation, planning, and guide design for this case. Following the investigation, it was found that the anterior and distal medial femur was under-segmented which could have led to an unstable femoral guide fit. Per the supplier, an undersegementiaton of the anterior cortex and medial distal condyle could have resulted in an inaccurate guide fit. Current risk is identified in the design history file. Without further information, no root cause could be identified for the femoral size or the discrepancy of tibial resection depth.